Event description:
It is reported that the valve was implanted and set to 90mm h2o. Patient experienced overdrainage and subdural hematoma. Valve could not be reprogrammed and was found to be set at 200 when explanted.